Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal unknown, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis was the patient made a mistake/touch contamination. Treatment information was not reported. Dianeal therapy was ongoing. The patient had not recovered from the peritonitis. The outcome for the event of the patient made a mistake/touch contamination was not reported. The nurse stated that the peritonitis was unrelated to dianeal therapies. An opinion of causality was not reported for the event of the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr/CAPA (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b07024, h11d12038, h11g12049 and h11h09050 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.